Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare clinic reported that the patient's device was turning on/off and settings were changing between programming sessions. Additional information received from the manufacturer representative (rep) in response to follow-up reported that there were no known problems with the device except that it was off and there was no known cause of this issue. The device was going to be returned for analysis. Relevant medical history included gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins to be functionally ok with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.